Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the hospital gave the patient an insulin shot due to high blood glucose. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that there blood glucose levels were at 400mg/dl while in the hospital for an appointment. The hospital changed the pod and gave the patient an insulin shot. The pod was worn between 4 and 24 hours.